Event description:
It was reported that this inflatable penile prosthesis was removed due to patient dissatisfaction with the size of the device. A new inflatable penile prosthesis with additional rear tip extenders was implanted. No patient complications were reported.